Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was experiencing discomfort at the ipg site in the right buttock. The physician opted to explant and replace the ipg then moved the ipg site to the abdomen. Additionally, two extensions were implanted during this time. Intra-operative testing revealed normal impedance. The system was to be activated at a later date.